Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported failure to deploy the suture/suture retrieval issue was confirmed. A conclusive cause for the reported failure to deploy the suture/suture retrieval issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - no femoral angiogram taken: per the instructions for use - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device with a 5fr sheath, after a percutaneous coronary intervention procedure. Reportedly, it was not possible to release the suture. A second proglide device was used with the same results. Another proglide device was used to achieve hemostasis. No femoral angiogram was performed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.